Event description:
Describe event or problem: dislodged stent.

Manufacturer narrative:
As reported by our affiliate, during a procedure involving this prod, the stent was used to cross a renal artery lesion, but it would not cross. The physician withdrew the prod out of the pt and tried it again, but the stent peeled off the balloon. Another prod was used to complete the procedure. There was no pt injury. This prod is available for eval and testing but has not been rec'd as of this writing. Add'l info has also been requested and will be submitted within 30 days upon receipt.